Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 437 mg/dl;. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released on 04/13/2024 with the issue resolved and permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.